Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the non-sustained ventricular oversensing episodes seen previously were due to far-field p-wave oversensing. The lead was later capped and replaced. The patient was in stable condition post-procedure.

Event description:
It was reported that when a patient presented to the emergency room after receiving a vibratory alert, episodes of non-sustained v oversensing were observed. Programming changes were made. One week later, the patient received another alert for oversensing. Lead revision was suggested. No further information is available at this time.